Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p4 pad was loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. There was no adverse event resulting from the defective battery pack.

Event description:
A us distributor reported that a patient's battery pack and reported that the battery was experiencing faults.